Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent insertion of intrastent I and ii on (B)(6) 2009 due to chronic interstitial cystitis and overactive bladder. It was reported that the patient underwent revision of interstim on (B)(6) 2009 due to painful interstim. It was reported that the patient underwent removal of interstim on (B)(6) 2009 due to painful interstim. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hydrodistention and cystoscopy due to stress urinary incontinence. The patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and neuromuscular problems. It was reported that the patient underwent removal of old sparc (no date of old sparc surgery implant) and implanted new sparc on (B)(6) 2006, then on (B)(6) 2006 copalite was injected and sparc sling was removed due to mesh exposure, pain and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent s2 neuromodulation stage 1, implantation of lead with fluoroscopy on (B)(6) 2015 due to urinary frequency and urgency. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.